Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with dyspnea and fatigued. Chest x-rays revealed that the right ventricular lead had pulled back into the right atrium and the patient lost biventricular pacing due to the dislodgement. The lead was explanted and replaced. The reimplantation was successful and patient symptoms were resolved.